Event description:
It was reported that while performing output testing, the biomeds heard a loud crackling sound. When they tried to charge the device, it would only attempt to charge to a few joules and then it would drop off. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The root cause of the reported problem was determined to be due to a failure of the biphasic pcb assembly. The biphasic pcb assembly, high voltage inductive resistor assembly and the defibrillator storage capacitor were replaced. Proper device operation was subsequently confirmed and the device was returned to the customer.